Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to exposure to extreme temperatures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant during device check, the pulse generator exhibited backup vvi operation while still in the box. The device was not used.